Event description:
The account alleged that the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found the cause was a damaged communication cable. The communication cable was replaced by the technician to resolve the issue.